Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material clogged in the nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to wear of the angle wire, the play of the up/down knob and the bending angle in the up direction did not meet the standard value; scratches on the connecting tube, probe cover, objective lens, up/down knob, right/left knob, image guide protector, scope connector cover unit, suction connector, grip, scope cover, switch box, switch1, forceps elevator lever and knob, universal cord protector on the suction connector side and control section side; universal cord was scratched and wrinkled; paint on the air/water cylinder was peeled; control unit was discolored and scratched; adhesive on distal sheath was chipped and cracked; bending tube was deformed; connecting tube was discolored and due to a scratch on the objective lens, the image had a partially dark area. Additional information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the material was or when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. Additional details relating to the patient and the event have been requested, but no response has been received at this time. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had reduced angulation. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found. Due to insufficient cleaning, the nozzle had a foreign object inside. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.